Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime also a33 test, excessive no delivery test and displacement test or verify no delivery alarm or occlusion due to blank display.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and high blood glucose value. The customer¿s blood glucose was unknown. Customer stated the pump fell off his counter. The insulin pump will be returned for analysis.